Event description:
At original surgery ((B)(6) 2010) surgeon said he had difficulty achieving a pressfit with the trident cup and would have used a cemented cup if available. The trident cup subsequently loosened and was removed by surgeon. Exeter stem removed for access reasons only. Surgeon used acetabular mesh with screws and cemented in a contemporary cup. Exeter cement in cement short revision stem used in femur.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.